Event description:
Pt having prblems with end of line cracking & leaking when she changes IV infusion cap on the end. Pt denies using excessive pressure when changing the cap. Pt had 3 needles crack on her.